Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was in emergency room due to hyperglycemia from (B)(6) 2020 and (B)(6) 2020 with blood glucose value of 35.4 mmol/l. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The auto mode was not active. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08660 inches. Device received with pillowing keypad overlay. (B)(4).